Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
According to the information received, there is no light. No negative impact in state of health reported.

Manufacturer narrative:
The device was sent to the manufacturer for inspection. During the manufacturer's technical inspection, the error description provided by the customer "there is no light" was confirmed, and further defects were detected. In total the following defects were detected: customer complaint noted. Led does not light up. Blade worn. Software version is up to date. Processing at temperatures above. Device specification (temperature indicator has responded). As stated, the device passed the quality check at the time of delivery. Based on the defects identified during the technical inspection, it is concluded that the most likely cause of the described fault is improper use during preparation. Internal karl storz reference number: (B)(4).